Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole on channel tube and a scratch on the bending section cover, water tightness was lost. In addition to forceps elevator that had foreign material due to insufficient cleaning, the additional evaluation findings are as follows: due to wear of angle wire, the bending angle in up direction did not meet (and the play of up/down knob was out of) the standard value, the adhesive on bending section cover was detached, chipped, and cracked; the ultrasonic transducer had corrosion, switch 1 was dirty, the connecting tube had a scratch; due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements; and there was a chip in adhesive area between acoustic lens and ultrasound probe. The device was returned and evaluated, and the forceps elevator had foreign material; this has been attributed to insufficient cleaning. The device was not cleaned, disinfected, or sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the forceps elevator, it is also unknown if there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the forceps elevator was cleaned with lint-free cloths/brushes/sponges or if the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the forceps elevator had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the balloon channel could not be identified. A definitive root cause of the issue could not be determined, however due to an observed pinhole leak in the forceps channel, it is possible the device reprocessing could not properly be performed. The event may be prevented by following the instructions for use section sections below: chapter 6 application and conditions of cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.